Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that there was migration of the implant placed with immediate extraction/implantation. Migration noted at the moment of placing the healing collar. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, following clarification with the customer, it was determined that the event does not meet the definition of a complaint. The following sections have been updated: b5: describe event or problem. No further submission will be submitted for this record.

Event description:
Event clarification : doctor's assistant indicated that when patient came to the dentist to place the crown , the doctor noticed that the implant has moved from its place and was in vestibular direction (wrong direction). Doctor decided to remove the implant.